Manufacturer narrative:
Analysis information: the full lead was returned in segments, analyzed, and the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. Concomitant medical products: d314drg ICD, implanted (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high impedance, high thresholds, and had an apparent fracture. The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.